Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe s2 5ml experienced difficult plunger movement, and 2 instances of foreign matter contamination and discoloration of solution once drawn up in syringe. The following information was provided by the initial reporter: the 5ml disposable syringes bd discardit ii durability 2023-04 lot 1805 218 show a gross deviation from the usual quality standard. The syringes are difficult to draw up, cannot be finely dosed and a milky discolouration of the inside occurs when drawn up once without filling. The milky clouding of the syringe interior is conspicuous in some syringes of the said lot, in all tested syringes the syringe plunger only ran through the syringe body with great difficulty. This seems to be a gross deviation in the production of the said lot on syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04 . H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 1805218. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination, the barrel wall was found to have a milky and cloudy appearance with a high sliding force. This functional and appearance based defect is produced by improper injection during the barrel filling phase. If there is an error or stoppage during the process, the material can become degraded due to the high temperatures of the mold. In extreme cases, it can produce functionality problems during use and the cloudy appearance. Based on the preventive measures in place, we believe this was an isolated issue with an unlikely chance of recurrence.

Event description:
It was reported that a syringe s2 5ml experienced difficult plunger movement, and 2 instances of foreign matter contamination and discoloration of solution once drawn up in syringe. The following information was provided by the initial reporter: the 5ml disposable syringes bd discardit ii durability 2023-04 lot 1805 218 show a gross deviation from the usual quality standard. The syringes are difficult to draw up, cannot be finely dosed and a milky discolouration of the inside occurs when drawn up once without filling. The milky clouding of the syringe interior is conspicuous in some syringes of the said lot, in all tested syringes the syringe plunger only ran through the syringe body with great difficulty. This seems to be a gross deviation in the production of the said lot on syringes.